Event description:
Patient tested 2.8 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.